Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo aspiration system catheter 6 (cat6) to remove a thrombus in the superficial femoral artery (sfa). During the procedure, while attempting to advance a cat6 through a non-penumbra 6f sheath, the physician did not mention resistance; however, upon inserting the cat6 into the sheath, the distal end of the cat6 became flattened and compressed. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same 6f sheath. There was no report of an adverse effect to the patient.